Event description:
It was reported that a cgm error 42 occurred with the customer's continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. The caller successfully started their sensor session after technical support provided guidance on performing a pump reset, resolving the error.